Manufacturer narrative:
(B)(4).

Event description:
Patient had a 3.0 x 12 resolute integrity stent implanted in the mid circ. Following this the physician implanted a 3.0 x 26 resolute integrity in the mid lad. The target lesion was severely tortuous with severe calcification. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues noted. After successful deployment of the stent, difficulties were encountered during removal of the delivery system which was reported to have gotten stuck on the wire. The wire had to be cut. The physician then implanted a 3.0 x 9 resolute integrity stent and a 3.0 x 12 resolute integrity stent. It was reported that 2 days post procedure the patient expired. The physician commented that the death had nothing to do with the stent. It was reported that the patient was bleeding and in terrible shape.

Manufacturer narrative:
Additional information: the patient expired three days post procedure.